Event description:
Patient reported past incidents of low blood glucose levels caused the infusion set of the infusion device. Patient stated about 14-16 times over the past 15 years he has experienced extremely low blood glucose levels causing him to lose consciousness. Patient reported that each time this would occur, his blood glucose level dropped below 20 mg/dl. Patient's normal blood glucose level is 120-180 mg/dl. Patient stated on each occasion his wife gave him an injection of glucose, he regained consciousness and did not require paramedics and did not go to the hospital. Patient alleges that insulin was building up in the infusion set then released a large amount into his body causing extremely low blood glucose levels. Patient reported he noticed large lumps on his body at the infusion site and sought advice from his doctor who told him the lumps would subside; no treatment was received. Patient is currently feeling good. Patient no longer has the alleged infusion sets. The patient did not report needing assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.